Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the stapler and load locked in the fire moment. The jaws of the device locked onto the tissue. In order to resolve the issue and complete the case, used another product.